Manufacturer narrative:
Statement: patient underwent bilateral removal and replacement with 450cc mentor smooth round moderate plus profile saline breast implants on (B)(6) 2012 was erroneously submitted in initial report. Correction: patient underwent bilateral removal and replacement with 450cc mentor smooth round moderate plus profile memorygel breast implants on (B)(6) 2012. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast reconstruction surgery with a 350cc mentor siltex round moderate profile saline breast implant experienced left sided deflation post procedure. As a result, patient underwent bilateral removal and replacement with 450cc mentor smooth round moderate plus profile saline breast implants on (B)(6) 2012.